Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used three-way temp sensing silicone foley catheter. Visual inspection of the sample noted inflated the catheter balloon with 3.5 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks observed. With syringe attached the balloon deflated passively within (1 minutes 55 seconds) with no issues. The reported failure could not be reproduce. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that during a pretest, the catheter balloon was difficult to inflate. Per follow-up information received via ibc on 13dec2021, stated that there was no damage in the balloon and the catheter was not used on the patient.

Event description:
It was reported that during a pretest, the catheter balloon was difficult to inflate. Per follow-up information received via ibc on 13-dec-2021, stated that there was no damage in the balloon and the catheter was not used on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during a pretest, the catheter balloon was difficult to inflate. Per follow-up information received via ibc on 13-dec-2021, stated that there was no damage in the balloon and the catheter was not used on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.